Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter would not infuse. The customer returned one syringe, one snaplock assembly, an epidural catheter, and lidstock. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.0ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the catheter not being able to infuse could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that in the maternity room. The catheter was inserted in the female patient. Once the catheter inserted, it was impossible to infuse the treatment. It seems that the catheter was blocked. We found out the possible cause (hole to tight) after the incident because it was impossible to test the device before insertion. Another device was inserted to perform the treatment to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the maternity room. The catheter was inserted in the female patient. Once the catheter inserted, it was impossible to infuse the treatment. It seems that the catheter was blocked. We found out the possible cause (hole to tight) after the incident because it was impossible to test the device before insertion. Another device was inserted to perform the treatment to the patient.